Event description:
Pt reported pt felt ok and didn't have hyperglycemic symptoms when pt received two ER 1 messages on the ss meter. On follow-up, pt's spouse said they compared the second strip to the vial after the second ER 1 and believes it matched the 350 mark (it was very dark). Pt's strips were expired and was sent a new vial. Lfs rep advised pt to contact pt's dr if pt obtains a ER 1 message and the color matches the 350 mark (as pt's bg could be 350 or greater.) There was no allegation of harm.